Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula and the connector of the infusion set broke and that the cannula came out of the patient's body. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.